Event description:
It was reported by the consumer that the his sling is too rough and has caused a lesion on her leg. The consumer stated she went to a dermatologist, who stated the lesion had become infected. No specific medical interventions were mentioned. No additional information was available at this time.